Manufacturer narrative:
Complaint no: (B)(4). This is a report of a heater bag that fell and disconnected resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from a solution bag. This occurred while the patient was connected in dwell two of four of peritoneal therapy. The patient stated they woke up and the heater bag had fallen off the warming tray, disconnected, fallen onto the floor, and was leaking on the floor. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.